Event description:
Reports of elevated potassium (7.7 meq/m) resulting in dialysis treatment when pt was in the hosp.

Manufacturer narrative:
This MDR is being filed based on info provided from clinical retrospective study. Length of hosp stay is unk.